Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was reported that the patient had recently been discharged from the hospital for pneumonia. The physician questioned if pneumonia could have contributed to the high shock impedance measurements, however, the root cause was not determined. The physician planned to see the patient for in clinic follow up on a future date. No known follow ups have been scheduled to date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.